Event description:
In 2003 the aortic root was opened and aortic valve excised and the annulus was easily 27 to 29mm, sutures were passed through the sewing ring with the 23mm valve. The upper portion of the valve including the posts fit very tightly within the aorta which was considerably smaller than the annulus itself. The aorta was closed. Pt came off bypass with noted perivalvular leak around the aortic valve with hemodynamics also unsatisfactory, indicating a significant leak. The venous cannula was replaced and pt placed back on bypass. The aortic valve excised and noted that there was some distortion over the annulus around the left coronary cusp. This was probably where the perivalvular leak was located. The valve was noted to be thin and attenuated with some tears with a dilated aortic annulus.